Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had right ventricle dysfunction, but was stabilized and sent home. The patient was readmitted for possible thrombus. Work up was done and no evidence of thrombus. The patient was readmitted again on (B)(6) and then had a stroke-mycotic aneurysms. The bleeds were deemed inoperable and support was withdrawn on (B)(6) 2012. No autopsy was performed.

Manufacturer narrative:
The patient expired and not autopsy was performed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.